Event description:
It was reported that 10 channels of the patient's implant showed status hi on telemetry. The remaining two channels have a short circuit. The impedance of the groundpath electrode read "--". Coupling and integrity of the implant was ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.